Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed. Visual inspection noted a cracked signal trace on the heart lead flex, no other anomalies observed. Bench analysis found intermittent continuity and cracked circuit traces. Conclusion: confirmed the functional test failure seen during repair of the device caused by intermittent circuit path continuity.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and contaminated, the lower case was broken and contaminated, both bail covers were broken, one case screw was missing, the battery contacts were compressed, the battery drawer was contaminated, the keyboard window was scratched, the main printed circuit board (pcb) was out of electrical specification, the display was missing pixel columns and the atrial output connector had no medical adhesive. (B)(4).